Manufacturer narrative:
Reference: (B)(4). The following is being submitted to relay additional information. Updated patient is being treated for spasticity with a baclophen pump. Patient is non-ambulatory. Device manufacture date: updated 03may2018. Complaint sample was returned for evaluation. Reported event was confirmed. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. Risk management file review was deemed appropriate. Review of the complaint history determined no further action is required as no trends were identified. Root cause was unable to be determined.

Event description:
It has been reported that approximately four weeks following the placement of a locking cannulated blade plate, the patient underwent a revision due to plate fracture. No additional patient consequences were reported.